Manufacturer narrative:
The customer informed the remote service engineer (rse) that the doctor used the ventilator to perform tracheal intubation of a critically ill patient. No abnormality was detected before use of the device. The device then alarmed and showed a patient disconnect alarm. The doctor stated that the patient vital signs were unstable and the blood oxygen saturation decreased. The ventilator was immediately replaced by the hospital staff. In a good faith effort (gfe) response from the authorized service provider (asp) received, it was provided that the patient's blood oxygen had decreased and returned to normal following the immediate replacement of the ventilator. It was confirmed that no patient harm was done. The asp stated that the device repair of the v60 which alarmed for patient disconnect was repaired by a third-party service and details of the repair were not available. The asp was only able to confirm that the device was returned to full functionality and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device had alarmed for patient disconnect. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the doctor used the ventilator to perform tracheal intubation of a critically ill patient. No abnormality was detected before use of the device. The device then alarmed and showed a patient disconnect alarm. The doctor stated that the patient vital signs were unstable, and the blood oxygen saturation decreased. The ventilator was immediately replaced by the hospital staff. This investigation is ongoing.